Event description:
It was reported that the patient presented in clinic due to chest pain. It was noted that the right ventricular (rv) lead had high capture thresholds, device sensing issues in the form of r-wave amplitude variation, and low pacing impedance. It was determined that the rv lead had perforated the heart. The rv lead was successfully repositioned on 04 nov 2021. The patient was stable throughout the procedure.